Event description:
A customer reported a minimum fill notification with their insulin pump and attempted to load a new cartridge. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to clean the pneumatic tap area and guided them through filling and loading a new cartridge, which resolved the issue. The customer successfully loaded the cartridge onto the pump and was able to resume insulin therapy.